Event description:
The operating doctor noted that needle from suture broke while in the patient. Radiology was already present for cholangiogram and obtained films for needle. After examining the films , the radiologist and doctor verified that entire needle (which had broken into 2 pieces) was removed by surgeon.